Manufacturer narrative:
One cadd solis vip pump was returned for evaluation of an error code issue. The pump was received with no physical damage found on the pump. A manufacturing device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified. To test the reported issue, ehl was checked. The reported issue could not be duplicated. The error code was cleared to repair the pump. Root cause of the reported issue is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 42224. No adverse effects were reported.